Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eol was declared one month later, after experiencing one charge time of greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The device was explanted and was replaced with another boston scientific ICD. As of today, the explanted device has not been returned for laboratory analysis. This report will be updated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. Eol was declared in (B)(6) 2009 due to charge time; the current charge time was 32 seconds. It was noted that the patient did not attend follow up device checks.

Event description:
--

Event description:
--